Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2 of their automated peritoneal dialysis therapy. The home patient reported that the unused supply line was not clamped and capped off during therapy. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.